Event description:
Reporter alleged, the customer obtained discrepant blood glucose results of 259 mg/dl back to back with a result of 82 mg/dl when testing was performed 10 minutes apart on the compact plus system. Reporter stated no actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.